Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly and was capped and replaced on (B)(6) 2020 during a normal pulse generator change procedure.